Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information for patient identifier: sample ID (B)(6) sample ID (B)(6) sample ID (B)(6) sample ID (B)(6).

Event description:
The customer reported they obtained multiple discrepant results on the architect i2000sr analyzer after replacing the trigger and pre-trigger solutions. The customer indicated they received multiple error codes following the replacement of the bottles and noted the cap/lines did not seat as easily as usual on the pre-trigger. The pre-trigger was replaced again and samples were reran. The following discrepant results were identified. Sample ID (B)(6): initial tsh result of 0.18 and retest 2.21, normal range 0.40 to 3.99. Sample ID (B)(6): initial tsh result of 0.11 and retest of 0.94, normal range 0.40 to 3.99. Sample ID (B)(6): initial troponin result of 0.01 and retest of 0.084, normal range 0 to 0.028. Sample ID (B)(6): initial troponin result of 0 and retest of 0.084, normal range 0 to 0.028. No adverse impact to patient management was reported.

Manufacturer narrative:
The customer replaced the pre-trigger and reseated the pre-trigger level sensor, flushed the fluids several times to resolve the issue. Service was on site and inspected the system and believes the cap on the arc sens lv ptrg was not seated correctly, allowing air to enter the line, therefore the likely cause. The issues were resolved when the customer correctly installed the arc sens lv ptrg. An instrument service history review revealed no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaint and trending data for arc sens lv ptrg identified no issues or trends. A review of architect i2000sr tracking and trending data in the product monitoring review for architect systems revealed no systemic issues or adverse trends related to the erratic result issue described in this complaint. The architect i2000sr erratic result rate was reviewed and is within acceptable limits with no trends identified. Manufacturing documentation for the arc sens lv ptrg did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr was identified.